Event description:
It was reported that the ventilator failed internal leakage, pressure transducer test and safety valve tests during pre-use check. There was no patient involvement. (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the pressure transducer printed circuit board (pcb) was replaced and returned for investigation. The ventilator passed functional and pre-use checks and was cleared for clinical use. Simulated use testing of the received pressure transducer pcb could not reproduce the described customer issue. Evaluation of the received device logs showed that the internal leakage test, pressure transducer test and breathing safety valve test all had failed due to lower than required measured pressure levels. A defect pressure transducer may lead to high pressure build-up in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since the errors could not be replicated during investigation the root cause of the failed pre-use checks could not be determined.